Manufacturer narrative:
(B)(4). Nonconforming cartridge weld and lifter. A dvd was received of the procedure. Ees reviewed the dvd and provided the following summary: "I have reviewed the dvd of a preperitoneal inguinal hernia repair. Initially it was hard to identify what he was trying to accomplish, however, it then was apparent he was performing an extensive dissection of the entire pelvic floor to include the entire area of the inguinal femoral complex. A large sheet of mesh was placed and he then "tacked" it into place. He did have difficulty completing this maneuver, however, the large size of the mesh and the positioning appeared to be adequate for this to be successful." The analysis results showed that one device was returned with the nose open as the nose weld was noted to be insufficient not allowing the staples to properly advance resulting in the device to not work properly. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and the lifter was noted to be broken. It is possible that the tip of the device was constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver to dig and break the lifter. It should be noted that 100% inspections take place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an inguinal hernia procedure, the stapler stopped working and it was replaced by another one. There were no adverse consequences for the patient, but the procedure became longer than normal.